Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that about 6 months ago they got a pretty good shock when they looked down and their remote told them that it could not provide the stimulation not required. Patient stated that they contacted their manufacturer representative and they found out that one of the leads at the top of the lead had gone out for some reason and they had to reprogram the patient. Patient reported that now the 3rd lead has gone out and the representative is using 2 and 4 leads. Patient noted that they are not getting the same results in their upper neck and they are having headaches and different types of pains that they didn't have before. Patient states that this morning has been pretty rough as far as headaches and shoulder pains. Agent redirected the patient to their representative and managing hcp. Additional information received from the manufacturer representative reported that the patient had been experiencing positional out of range impedances with the cervical lead. The program was changed and when the patient was seen three days later they had no complaints and no out of range issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.